Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported that poor vacuum, resulting in a very low fill. (About 2-3 mm of blood). Occurred at least 3 times. Customer then pulled the remaining inventory (>8 tray/100) from their shelves.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 22-apr-2022. H6: investigation summary bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported that poor vacuum, resulting in a very low fill. (About 2-3 mm of blood). Occurred at least 3 times. Customer then pulled the remaining inventory (>8 tray/100) from their shelves.